Event description:
Customer reported unexpected negative reactivity with a patient sample previously identified with an anti-kell. The sample was tested by 2 cell screen and anitbody ID panel on the galileo. All cells resulted as negative. No adverse event occurred as a result of the unexpected negative reactivity.

Manufacturer narrative:
Instrument images were reviewed and confirmed customer observations. A service call was made. Instrument centrifuge was inspected and operating within specifications. Samples were tested with abid assay, and results were as expected.the reactivity of the k antigen was confirmed on retention capture- r ready ID, lot id116 and capture-r ready screen I and ii, lot x289. These were the lots used by the customer. The customer did not have patient sample to return for further investigation.